Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, blood was seen in the tubing. Balloon was removed. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned cut completely separated in three parts with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, blood was seen in the tubing. Balloon was removed. There was no reported injury to the patient.

Manufacturer narrative:
The complete event site name is (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, blood was seen in the tubing. Balloon was removed. There was no reported injury to the patient.